Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the first routine post-implant follow-up, high pacing thresholds were exhibited during system interrogation. The physician elected to surgically intervene, so as to reposition the electrode to a more favorable position. At that time the helix was reported nonfunctional and resulted in product removal. The lead is expected to be returned for analysis. No resulting adverse patient effects were reported prior to, nor during the revision.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. This follow-up 001 report was not submitted previously. As per request by the FDA on march 7, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that during the first routine post-implant follow-up, high pacing thresholds were exhibited during system interrogation. The physician elected to surgically intervene, so as to reposition the electrode to a more favorable position. At that time the helix was reported nonfunctional and resulted in product removal. The lead is expected to be returned for analysis. No resulting adverse patient effects were reported prior to, nor during the revision.